Event description:
It was reported via repair work order that the cot would not lock to the fastening system due to a broken retain post. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
This is a duplicate of MFR report # 0001831750-2013-03237. The serial number (B)(4) and catalog number 6500000000 reported for this complaint were accidentally submitted into the complaint handling system twice for the exact same complaint instance. Please refer to MFR report # 0001831750-2013-03237 for full reporting of serial number (B)(4) and catalog number 6500000000 for this complaint.